Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen while pump was in use with blood glucose around 195 mg/dl. Customer followed technical support instructions to test button with and without pump case, agreed to use multiple daily injections or continue using current pump until replacement arrived, and was provided a replacement pump along with instructions for storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning problematic pump using prepaid label within 10 days.